Event description:
It was reported that pump displayed a cartridge change error and inspection showed cartridge o-ring was not in place and was damaged. There was no adverse impact to the customer¿s blood glucose level. Customer initially had difficulty troubleshooting due to phone issues and declined assistance, but later worked with technical support, filled and attached new cartridge, cleaned pneumatic tap area, confirmed cartridge was fully seated, successfully completed load process, and resumed insulin delivery.